Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with a bolus delivery and manual injections. Customer had symptoms of headache, excessive thirst and difficulty walking. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that there was a leak at tubing connector. Insulin pump failed high pressure test twice. Customer was advised that insulin pump would need to be replaced.